Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultramini meter was reading inaccurately low compared to her feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that two days prior, at 8:00 am, she obtained an alleged low blood glucose reading of "104 mg/dl" with the subject meter. The cca noted that the pt manages her diabetes with oral medications. As a result of the alleged issue, the pt denied taking any action regarding her diabetes management; however, claimed she developed blurred vision 2 hours after obtaining the low reading. It is not known if the pt tested with the subject meter at the onset of symptoms. The pt reported that in the afternoon on the same day, she was tested with a hospital meter and obtained a reading of "245 mg/dl". The pt also claimed that at 11:30 am that morning, she was treated with fast acting insulin by an hcp. It is not known what the pt's blood glucose prior to receiving treatment. At the time of troubleshooting, the cca noted that the pt did not have control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt said she was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.